Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Zoeir, a., zaghloul, t., gameel, t., mousa, a., el tatawy, h., ragab, m., abo-el enein, m., and mamdoh, h. (2024). Comparison of laparoscopic ureterolithotomy, retrograde flexible ureteroscopy, and mini-percutaneous antegrade flexible ureteroscopic lithotripsy for treating large (greater than or equal to 15mm) impacted proximal ureteric stones: a prospective randomized trial. Urolithiasis, 52(1). Https://doi.org/10.1007/s00240-024-01602-2.

Event description:
It was reported to boston scientific via an article published in urolithiasis journal that a prospective randomized study was conducted to compare the outcomes of transperitoneal laparoscopic ureterolithotomy (tplu), retrograde flexible ureteroscopy (r-furs) using lumenis holmium laser and holmium laser fiber, and mini-percutaneous antegrade flexible ureteroscopy (a-furs) for treating large ureteral stones. A total of 105 patients participated and were randomized into 3 equal groups according to the procedure performed (tplu, r-furs, a-furs ). The patients were admitted to the hospital during the period from april 2021 to april 2023. After the patients underwent to the procedures, there were certain adverse events experienced by the patients, such as: mild mucosal injury, minor ureteral perforation, failed retrograde access, and fever; the cases were managed by antipyretics and antibiotics. Another perioperative complication found on patients were paralytic ileus, hematuria and sepsis, which was managed with broad-spectrum antibiotics. The three groups were comparable regarding postoperative complications. It was also determined that r-furs is a less invasive method for treating stones. However, it has a lower stone-free rate (sfr) and requires more auxiliary procedures. Both tplu and miniperc a-furs are effective for treating ureteric stones. This event is related to the lumenis holmium laser console. Zoeir, a., zaghloul, t., gameel, t., mousa, a., el tatawy, h., ragab, m., abo-el enein, m., and mamdoh, h. (2024). Comparison of laparoscopic ureterolithotomy, retrograde flexible ureteroscopy, and mini-percutaneous antegrade flexible ureteroscopic lithotripsy for treating large (greater than or equal to 15mm) impacted proximal ureteric stones: a prospective randomized trial. Urolithiasis, 52(1). Https://doi.org/10.1007/s00240-024-01602-2.

Event description:
It was reported to boston scientific via an article published in urolithiasis journal that a prospective randomized study was conducted to compare the outcomes of transperitoneal laparoscopic ureterolithotomy (tplu), retrograde flexible ureteroscopy (r-furs) using lumenis holmium laser and holmium laser fiber, and mini-percutaneous antegrade flexible ureteroscopy (a-furs) for treating large ureteral stones. A total of 105 patients participated and were randomized into 3 equal groups according to the procedure performed (tplu, r-furs, a-furs ). The patients were admitted to the hospital during the period from april 2021 to april 2023. After the patients underwent to the procedures, there were certain adverse events experienced by the patients, such as: mild mucosal injury, minor ureteral perforation, failed retrograde access, and fever; the cases were managed by antipyretics and antibiotics. Another perioperative complication found on patients were paralytic ileus, hematuria and sepsis, which was managed with broad-spectrum antibiotics. The three groups were comparable regarding postoperative complications. It was also determined that r-furs is a less invasive method for treating stones. However, it has a lower stone-free rate (sfr) and requires more auxiliary procedures. Both tplu and miniperc a-furs are effective for treating ureteric stones. This event is related to the lumenis holmium laser console. Zoeir, a., zaghloul, t., gameel, t., mousa, a., el tatawy, h., ragab, m., abo-el enein, m., and mamdoh, h. (2024). Comparison of laparoscopic ureterolithotomy, retrograde flexible ureteroscopy, and mini-percutaneous antegrade flexible ureteroscopic lithotripsy for treating large (greater than or equal to 15mm) impacted proximal ureteric stones: a prospective randomized trial. Urolithiasis, 52(1). Https://doi.org/10.1007/s00240-024-01602-2.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Zoeir, a., zaghloul, t., gameel, t., mousa, a., el tatawy, h., ragab, m., abo-el enein, m., and mamdoh, h. (2024). Comparison of laparoscopic ureterolithotomy, retrograde flexible ureteroscopy, and mini-percutaneous antegrade flexible ureteroscopic lithotripsy for treating large (greater than or equal to 15mm) impacted proximal ureteric stones: a prospective randomized trial. Urolithiasis, 52(1). Https://doi.org/10.1007/s00240-024-01602-2.